Event description:
It was reported when turned device on, received error code. The device failed the self test causing the error. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.